Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing information. Multiple short v-v sensed events of <(><<)>200ms observed in (B)(6) 2013 (3 non-sustained tachycardia episodes) suggestive of oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 implantable pulse generator, (B)(6) 2013, 5086mri58 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that an interrogation showed the right ventricular (rv) lead had low impedance and showed episodes of non-sustained ventricular tachycardia (nsvt). It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which was possibly triggered by noise of an unknown origin. The rv and ra leads were explanted and were replaced. No patient complications have been reported as a result of this event.